Event description:
The facility's biomedical engineering dept reported that channel c failed during pt use. The pump was reported to be infusing amicar on channel c and during the infusion pump alarmed and displayed "failure" on channel c. Channel a was infusing unknown medication. Channel b was not being used. The facility's risk mgmt dept stated that no pt injury or need for medical intervention had been reported. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt's demographics, diagnosis, or status, type of the failure, or set up of the infusion device.